Event description:
Patient reports the orthodontist advised to stop byte immediately. Sensitivity, discomfort, pain at level 4 being experienced.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.